Manufacturer narrative:
No product was returned for inspection. Since product hasn't been returned, visual inspection or camera magnification could not be performed. The investigation was performed based on the available information of the item number, lot number. No pre-existing conditions were noted. DHR review was completed for the subject lot number. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. A device history review was performed and no related nonconformance¿s were noted. Also a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. A singular root cause could not be determined. The following sections have been updated: b4: date of this report. D3: manufacturer . D4: expiration date, UDI: (B)(4). G1-g2: contact office - name/address g4: date received by manufacturer. G7: follow-up number. H2: follow up type. H4: device manufacture date. H6: evaluation codes. H10: additional narrative/date.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Device discarded.

Event description:
It was reported that the abutment screw (mhlas) became loose. Tooth location 26.